Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer had low blood glucose levels of 45 mg/dl. The customer also reported having gone to the hospital due to low blood glucose levels. The customer further reported going to the hospital a lot. The customer declined troubleshooting. No additional information was provided.